Event description:
Event description guidant received info that this implantable cardioverter defibrillator (ICD) has been explanted due to battery depletion. Premature battery depletion is suspected. A new cardiac resynchronization therapy defibrillator (crt-d) was successfully implanted. The device has been returned for analysis.